Manufacturer narrative:
Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the patient experienced a fall. An x-ray confirmed that the spinal cord stimulation lead was fractured. An impedance check revealed multiple contacts with high impedances. The patient did not experience any stimulation issues due to the fracture. Additional information was received that the patient underwent a procedure in which the lead was replaced. There were no complications during the surgery, and the patient is doing well postoperatively.

Event description:
It was reported that the patient experienced a fall. An x-ray confirmed that the spinal cord stimulation lead was fractured. An impedance check revealed multiple contacts with high impedances. The patient did not experience any stimulation issues due to the fracture. Additional information was received that the patient underwent a procedure in which the lead was replaced. There were no complications during the surgery, and the patient is doing well postoperatively.

Event description:
It was reported that the patient experienced a fall. An x-ray confirmed that the spinal cord stimulation lead was fractured. An impedance check revealed multiple contacts with high impedances. The patient did not experience any stimulation issues due to the fracture.